Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and enlarged atrium. A mitraclip xtw was inserted and deployed centrally on the mitral valve. A second clip, a mitraclip ntw (40828r1074) was then inserted without issues and advanced to the mitral valve. However, difficulties visualizing the clip occurred, the clip became caught in chordae and was unable to be removed. Troubleshooting was performed, but the clip was unable to be removed, and the patient was experiencing hypotension. To treat the hypotension, intravenous (IV) medication was administered. The clip was deployed where it was stuck, on both leaflets. Mr was reduced to approximately 2+. To further reduce mr, a third clip, a mitraclip xtw (41004r1081) was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, the leaflets were unable to be grasped or captured, posterior leaflet damage was observed, the mr increased back to a grade 4+, and the patient experienced cardiogenic shock. It was noted that the cardiogenic shock was due to the increase in mr. The clip was removed from the patient and no additional clips were implanted. The second implanted clip remained attached and stable on both leaflets, and mr remained at a grade of 4+. To treat the cardiogenic shock and stabilize the hypotension, a non-abbott heart pump was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture appears to be related to patient and procedural conditions (lack of posterior leaflet and posterior leaflet visibility issue). Image resolution poor is related to patient and procedural conditions as difficulties visualilzing the clip occurred due to patient anatomy. Unspecified tissue injury resulting in unchanged mitral valve insufficiency/regurgitation and subsequent cardiogenic shock from the mr appears to be related to procedural conditions associated with grasping and capturing the leaflets. Tissue damage, mitral regurgitation and cardiogenic shock are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.